Manufacturer narrative:
Findings: pump had blank display and constant tone alarm due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test or verify low battery alarm, battery icons anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low battery anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery does not last long. During low battery troubleshooting, self test was performed and failed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.